Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor was not pairing with the ilet because the user had not entered the new sensor¿s pairing code and the ilet was still attempting to pair to the prior sensor, which was resolved after toggling the sensor type and entering the correct code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information the user provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.